Manufacturer narrative:
Qc was performed prior to and after the event, but actual qc data has not been provided. The analyzer was currently performing within qc specifications. A field service engineer (fse) was not dispatched to the customer's lab. The customer is sending samples from the five pts to bci for investigation. However, the samples have not been received by bci to date. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results that were generated by the access immunoassay system. Customer reported that falsely elevated accu tni results were reported out of the lab for five (5) pts. The lab later discovered through further testing and testing using other methods that the correct results for these pts were not elevated. Per customer, the samples were re-tested on the access instrument and accu tni results were repeating. The exact pt results were not supplied by the customer. Based on available info, there was change in pt treatment; however, details were not provided. The customer did not receive any report of pt injury requiring medical intervention attributed or connected with this event.